Manufacturer narrative:
(B)(4). The device history record was reviewed. No relevant nonconformances were found. Intermittent pain likely due to fibromyalgia, patient received some benifit from device. H6 updated.

Event description:
The patient reported that using the device was intermittently painful. The clinical specialist had reprogrammed and adjusted the stimulation delivery multiple times, but the patient continued to report intermittent pain. The patient was reported to have multiple health issues and fibromyalgia, and requested an explant. The implantable pulse generator (ipg) and leads were removed without complications. The explanted device was discarded at the hospital. No device evaluation could be performed. No alleged product deficiency was reported.

Event description:
The patient reported that using the device was intermittently painful. The clinical specialist had reprogrammed and adjusted the stimulation delivery multiple times, but the patient continued to report intermittent pain. The patient was reported to have multiple health issues and fibromyalgia, and requested an explant. The implantable pulse generator (ipg) and leads were removed without complications. The explanted device was discarded at the hospital. No device evaluation could be performed. No alleged product deficiency was reported.

Manufacturer narrative:
(B)(4).